Event description:
On removal of the trial assembly components, from the tibia bone, the anti-rotational insert of the trial offset came out. The trial stem remained in the tibial. It was removed easily with a kocher. No delay in the surgery due to this event.

Manufacturer narrative:
Batch review performed on 23 october 2023: lot 2259674: 33 items manufactured and released on 24-mar-2023. No anomalies found related to the problem. To date, no other similar events have been reported during the period of review. Preliminary investigation: the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset was unable to withstand the blows and disengaged from the offset body itself.